Event description:
"(B)(6) 2009: per raised with minimal information: "the system that allows the tibial cut was too high". More information will be required. On (B)(6) 2009: it was further reported that the length of the assembly "proximal rod and ankle clamp" is too small compared with the length of the patient tibia. It was also reported that the patient is (B)(6) tall. It was also reported that the surgeon used the implants provided by a stryker concurrent to realize the surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available it will be submitted in supplemental report.